Manufacturer narrative:
Depuy mitek to date, has not yet rec'd the complaint device for eval. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is rec'd here at depuy mitek it will be subjected to an failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.

Event description:
Rec'd a 3500 from the FDA that was precipitated by the user facility, not reported to mitek previously. The user facility is reporting that during an arthroscopic shoulder repair a portion of the distal tip of a mitek vapr se electrode broke off into the pt's joint space. The fragment was retrieved and the repair was concluded successfully without further incident or harm to the pt.